Event description:
The surgeon reported through the sales rep: "during a surgical procedure while the surgeon was impacting the ceramic insert inside the metal shell, he noted that the edge of the insert was damaged, and the following breakage of all the insert". The procedure was successfully completed using a different item available in the theatre without any delay in the procedure.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture involving an abg cup and insert was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: damage was observed on the internal tapered surface of the returned acetabular shell, likely caused during the attempted implantation process. The two (2) returned fragments of the ceramic insert comprised approximately 95% of the original insert. The insert was fractured longitudinally, roughly through its pole. Additionally, approximately 100° around the distal rim was fractured and missing. No fracture origin could be identified on either the longitudinal fracture or rim fracture surfaces. Edge chipping likely damaged the fracture origin, which was probably located on the insert taper surface near the distal rim. Based on the asymmetrical metal transfer marks observed on the insert taper existing prior to fracture it is likely that the ceramic insert was not seated properly within the shell component during impaction. This condition can create concentrated stresses near the insert rim, causing fractures consistent with this device. Material analysis: fracture of the ceramic insert likely originated on the taper surface near the distal rim and propagated inwards; although, the origin could not be observed due to edge damage. It is likely that the insert was not properly seated in the cup during impaction, causing concentrated stresses near the distal rim of the insert and leaving characteristic asymmetric metal transfer marks on the taper surface. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the root cause of this event could not be determined based on the information provided. The material analysis concluded that it is likely that the insert was not properly seated in the cup during impaction, causing concentrated stresses near the distal rim of the insert and leaving characteristic asymmetric metal transfer marks on the taper surface. No material or manufacturing defects were observed on the device features evaluated. The patients bmi is calculated as 29.4 which is considered overweight. A review of the IFU indicates that an overweight or obese patient can produce loads on the device that can lead to failure of the fixation of the device or to failure of the device itself.

Event description:
The surgeon reported through the sales rep: "during a surgical procedure while the surgeon was impacting the ceramic insert inside the metal shell, he noted that the edge of the insert was damaged, and the following breakage of all the insert". The procedure was successfully completed using a different item available in the theatre without any delay in the procedure.